Event description:
When this pt awoke from surgery, a facial nerve paralysis was noted. At activation of the device, the pt only rec'd non-auditory stimulation. An x-ray confirmed that the electrode was in an extra typmpanic space. An integrity test showed a functioning receiver-stimulation and open electrodes.